Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the headset of the infusion set disconnected from the patient's body while she was sleeping resulting in ketoacidosis. Insulin continued to be delivered and leaked in her bed. The patient's blood glucose level was 400 mg/dl. The patient's mother stabilized her with an insulin pen.